Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00051 on 13-oct-2020. Additional information (10-nov-2020): siemens reviewed the information provided and there were no sample or reagent level sense issues or instrument errors that would cause the discordant results. Based on the information provided, the cause of a falsely elevated human chorionic gonadotropin (hcg) result is unknown and siemens cannot rule out pre-analytical factors or a sample issue as the potential cause of the event. The instrument is operational and no further evaluation of the device was required. MDR 2247117-2020-00052_s1 was filed for the same event.

Manufacturer narrative:
Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse performed troubleshooting and verified the vacuum pump's operation, tube lifter spring compression, sample and reagent level sensing, carousel grounding, and the probe positions. The cse performed maintenance on the waste sump and replaced the dual resolution dilutor (drd) seals and springs, and the litton driver. The cse completed the preventive maintenance and transducer decon and noted no issue. Siemens is investigating the event. MDR 2247117-2020-00052 was filed for the same event.

Event description:
The customer obtained a falsely elevated human chorionic gonadotropin (hcg) result on a patient sample during repeat testing on an immulite 2000 xpi instrument. The result was not reported to the physician(s). The customer used the same sample and instrument to perform additional repeat testing. The repeat results were lower, and it is unknown which result was correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.